Manufacturer narrative:
The device has not been returned for evaluation as of the date of this report. Therefore, the actual root cause of the complaint is not certain. The reporter indicated that there was already vessel instability in the patient prior to the procedure. Using the PICC caused further issues with the vessel that lead to vessel rupture. It is presumed that medical/surgical intervention was initiated as a result of the rupture of the vessel. However, it is not clear what type of intervention was performed. Catheters are 100 percent inspected at various stages of te manufacturing process. Several attempts were made to follow up with the hospital but no information was available. A response was finally received on (B)(6) 2015 that the hospital did not have any answers to our prior questions or any more details regarding this complaint. This complaint will be updated and another report issued if more pertinent information becomes available.

Event description:
The patient's vessel condition was terrible. Sudden rupture happened during treating which caused the one month treatment to stop.